Manufacturer narrative:
The technician found the CPR valve was stuck. He replaced the CPR valve to repair the bed.

Event description:
Information received indicates, the head up function is not working, nor will it work manually.